Manufacturer narrative:
No further information was made available from the customer. Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a lung cryoablation procedure and is identified in the labeling as a potential adverse event.

Event description:
The clinical research coordinator at weill cornell med ctr, called galil medical on (B)(6) 2015 to notify the sponsor of a patient returning to the hospital for worsening pain, shortness of breath, and a delayed pneumothorax. The subject was found to need a chest tube placed for the pneumothorax and will be submitted. Subject had a study procedure performed on (B)(6) 2015 and went home afterwards as no evidence of pneumothorax was immediately noted after the procedure. The subject called the study site on (B)(6) 2015, noting pain and returned to the hospital on (B)(6) 2015. No further information was available at this time. Follow up and request for additional information will be made as it becomes available.